Event description:
On (B)(6) 2014, the lay user/patient¿s pharmacist contacted lifescan (lfs) (B)(4) alleging that the patient¿s one touch verio iq meter read inaccurately. The customer service representative (csr) spoke with the reporter on (B)(6) 2014 with follow up questions from medical surveillance and obtained the following information. The reporter stated that the alleged issue began on the evening of (B)(6) 2014. The patient manages their diabetes with insulin, specifically levemir and novorapid with the dose adjusted on a sliding scale. The patient tests their blood glucose frequently on a daily basis. At 8:28pm the patient obtained a blood glucose reading of ¿18.1mmol/l¿ on the subject meter. The reporter alleged that this reading was inaccurate but could not provide details of the comparison for this inaccuracy. The reporter stated that the patient skipped their usual dose of insulin in response to this reading. Approximately one hour later the patient had a seizure. The reporter stated that the patient¿s blood glucose was tested at ¿3.0mmol/l¿ at this time. The reporter stated that the patient was taken to the emergency room by ambulance and the patient was later admitted to hospital for an unknown period of time. It is unknown how the patient was treated at hospital. The csr was not able to troubleshoot with the reporter. Replacement products were sent to the patient. This complaint is being reported because the patient developed a serious symptom associated with hypoglycemia after obtaining the alleged inaccurate results and was admitted to hospital.

Manufacturer narrative:
Follow-up # 2 ¿ (11/04/2014), the patient¿s meter has been returned on 10/20/2014 and evaluated by lifescan product analysis on 10/22/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (10/07/2014), additional information: additional information was also obtained from the both the patient and reporter during a follow-up call by a customer service representative (csr) on (B)(6) 2014. The additional information does not change the original classification. The patient tests between four to seven times per day. According to the reporter since his first seizure in (B)(6) 2014, the patient¿s testing has increased in the last few months to prevent low blood glucose. The patient manages his diabetes with novorapid (sliding scale; once with each meal) and levimir (23 units before bed). The patient confirmed the alleged issue began on (B)(6) 2014 at 10:30pm. Just prior to the product issue, the patient had a seizure. Before the onset of his symptom, the patient indicated he was watching television. He does not recall his previous blood glucose reading (taken at either 7pm or 10pm; with the subject meter) prior to his symptom; however, indicated he had continued with his usual dose of medication in response to the previous result. At the time of the alleged product issue, the patient reportedly obtained a blood glucose reading of ¿13mmol/l¿ (with the subject meter); the reporter contacted the emergency medical services (ems) and stated she administered 4 ¿dex4¿ (glucose) tablets as treatment. When ems arrived, the patient obtained a reading of in 2.0¿s with the ems¿s meter and was treated with glucose via IV. The patient was soon after transported to the hospital. The patient indicated he was hospitalized for overnight observation until his blood glucose was stabilized and was release the following day. The patient did not test with the subject meter again after the alleged meter issue occurred and reportedly exchanged the subject meter with his pharmacy.